Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied damage to the pump, battery compartment or battery cap. The reporter stated there was no visible moisture in the pump. The battery cap was reportedly replaced four-to-six months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded. On examination, there was no damaged of the compartment or battery cap observed. The returned battery cap attached properly to the pump and was found to be within specifications when tested. The pump was exercised for 24 hours without any power interruptions. The pump was opened for investigation and revealed no evidence of internal moisture damage to the internal pump components. The complaint was confirmed in the pump history was not able to be duplicated during investigation.